Event description:
It was reported that a user experienced hyperglycemia after an infusion set change and a larger-than-usual meal, with fingerstick blood glucose at 243 mg/dl, the pump displaying 249 mg/dl, and a subsequent reading of 292 mg/dl, while using the ilet. Symptoms included stress without other reported clinical symptoms or device alarms. Outcomes included the user proceeding with an errand after being advised to carry extra supplies and to call back when home, with no medical intervention or hospitalization reported. Investigation included customer support counseling regarding expected post¿site change and postprandial glucose elevations and collection of event details for assessment. Investigation of this case revealed no device alarms or malfunction indications and suggested that the hyperglycemia was consistent with physiologic response to a recent infusion site change and a larger meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related and physiological factors rather than a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.